Event description:
The customers device had been reading too high. The customer stated the device almost killed them. A blood glucose test was done with a result of 245mg/dl. The customer kept giving themselves insulin. Their secretary called paramedics who received a blood glucose result of 45mg/dl. The customer was given a glucose IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.